Event description:
Patient was evaluated by company representative in 2001 for complaint of on-going pain at the plant site with use of device. Testing conducted at that time concluded that device was functional however patient continued to experience discomfort. Pt was seen by implant center and by company representative later in for further testing. Determination was made to explant device.